Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) detected ventricular tachycardia (vt) and a shock was delivered, however the vt episode may have been atrial-driven. The device remains in use. No further patient complications have been reported as a result of this event.